Manufacturer narrative:
Device will not be returned as it remains implanted. No eval will be performed. If device or additional info becomes available it will be submitted on supplemental report. The device mfg history record indicates 10 devices were mfg at the mfg plant. This lot of trident shells was not within the scope of the january 2008 voluntary trident shell recall.